Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR, device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: synergy ous mr 2.25 x 38 mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found distal stent damage. The two most distal stent struts were distorted. The most distal stent strut was flared outwards and bent back distally. The crimped stent od (outer diameter) of the undamaged portion of the stent was measured and is within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube kink 105 mm distal to end of strain relief. A visual and tactile examination of the shaft polymer extrusion revealed no issues. The bi-component bond showed no signs of damage or strain. Device was immersed in a water bath at 37 °c for approximately 3 days to soften solidified blood noted within the inner lumen. The guidewire was then tracked through the inner lumen, entering via the port entry site and exiting via the tip, no tracking difficulties were noted, indicating no issue with or blockages within the inner lumen. A visual and microscopic examination found no damage to the tip profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 90% stenosed target lesion was located in a severely tortuous and moderately calcified coronary artery. A 2.25 x 38 synergy drug eluting stent was advanced but failed to cross the lesion. It was then noted that the stent strut was lifted. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's current condition is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 90% stenosed target lesion was located in a severely tortuous and moderately calcified coronary artery. A 2.25 x 38 synergy¿ drug eluting stent was advanced but failed to cross the lesion. It was then noted that the stent strut was lifted. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's current condition is stable.